Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain] chronic fatigue [chronic fatigue] burnout [burnout syndrome] sleep disorder [sleep disorder] painful period [period pains] weight gain [weight gain] headaches [headache] muscle pain [muscle pain] vitamin b12 deficiency [vitamin b12 deficiency] frequent urination [frequency urinary] repeated musculoskeletal disorders [musculoskeletal disorder] muscle stiffness [muscle stiffness] algodystrophy for the last 4 years [algodystrophy] severe osteoporosis [osteoporosis] autoimmune disease [autoimmune disorder] my life has completely changed [activities of daily living impaired]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 20-jun-2025. The most recent information was received on 07-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 44-year-old female patient who had essure inserted (lot no. B42237) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2015 she experienced burnout syndrome ("burnout"). In 2021 she experienced complex regional pain syndrome ("algodystrophy for the last 4 years"). On unknown date she experienced pelvic pain (seriousness criterion medically important), fatigue ("chronic fatigue"), sleep disorder ("sleep disorder"), dysmenorrhoea ("painful period"), headache ("headaches"), myalgia ("muscle pain"), vitamin b12 deficiency ("vitamin b12 deficiency"), pollakiuria ("frequent urination"), musculoskeletal disorder ("repeated musculoskeletal disorders"), musculoskeletal stiffness ("muscle stiffness"), osteoporosis ("severe osteoporosis"), autoimmune disorder ("autoimmune disease") and loss of personal independence in daily activities ("my life has completely changed") and was found to have weight increased ("weight gain"). At the time of the report, the pelvic pain, fatigue, burnout syndrome, sleep disorder, dysmenorrhoea, weight increased, headache, myalgia, vitamin b12 deficiency, pollakiuria, musculoskeletal disorder, musculoskeletal stiffness, complex regional pain syndrome, osteoporosis and autoimmune disorder had not resolved. The outcome of loss of personal independence in daily activities was unknown. No causality assessment was received for essure with regard to fatigue, burnout syndrome, sleep disorder, pelvic pain, dysmenorrhoea, weight increased, headache, myalgia, vitamin b12 deficiency, pollakiuria, musculoskeletal disorder, musculoskeletal stiffness, complex regional pain syndrome, osteoporosis, autoimmune disorder or loss of personal independence in daily activities. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72 kg. Batch number- b42237; manufacture date- 2013-06-06; expiration date- 2016-06-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 07-jul-2025: quality safety evaluation of ptc. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) pelvic pain [pelvic pain], chronic fatigue [chronic fatigue], burnout [burnout syndrome] , sleep disorder [sleep disorder] , painful period [period pains] , weight gain [weight gain] , headaches [headache] , muscle pain [muscle pain] , vitamin b12 deficiency [vitamin b12 deficiency], frequent urination [frequency urinary] , repeated musculoskeletal disorders [musculoskeletal disorder] , muscle stiffness [muscle stiffness] , algodystrophy for the last 4 years [algodystrophy], severe osteoporosis [osteoporosis] , autoimmune disease [autoimmune disorder], my life has completely changed [activities of daily living impaired] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 20-jun-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 44-year-old female patient who had essure inserted (lot no. B42237) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2015 she experienced burnout syndrome ("burnout"). In 2021 she experienced complex regional pain syndrome ("algodystrophy for the last 4 years"). On unknown date she experienced pelvic pain (seriousness criterion medically important), fatigue ("chronic fatigue"), sleep disorder ("sleep disorder"), dysmenorrhoea ("painful period"), headache ("headaches"), myalgia ("muscle pain"), vitamin b12 deficiency ("vitamin b12 deficiency"), pollakiuria ("frequent urination"), musculoskeletal disorder ("repeated musculoskeletal disorders"), musculoskeletal stiffness ("muscle stiffness"), osteoporosis ("severe osteoporosis"), autoimmune disorder ("autoimmune disease") and loss of personal independence in daily activities ("my life has completely changed") and was found to have weight increased ("weight gain"). At the time of the report, the pelvic pain, fatigue, burnout syndrome, sleep disorder, dysmenorrhoea, weight increased, headache, myalgia, vitamin b12 deficiency, pollakiuria, musculoskeletal disorder, musculoskeletal stiffness, complex regional pain syndrome, osteoporosis and autoimmune disorder had not resolved. The outcome of loss of personal independence in daily activities was unknown. No causality assessment was received for essure with regard to fatigue, burnout syndrome, sleep disorder, pelvic pain, dysmenorrhoea, weight increased, headache, myalgia, vitamin b12 deficiency, pollakiuria, musculoskeletal disorder, musculoskeletal stiffness, complex regional pain syndrome, osteoporosis, autoimmune disorder or loss of personal independence in daily activities. The reporter commented: period of occurrence symptoms following insertion of the implant. Comments I don't know if the insertion of this implant and these metal alloys are the cause of my pain, but my life has completely changed since then, my personality too. Patient's current status: chronic fatigue, burnout in 2015, sleep disorders, pelvic pain, painful periods, weight gain, headaches, muscle pain, vitamin b12 deficiency, frequent urination, repeated musculoskeletal disorders, muscle stiffness, algodystrophy for the last 4 years, severe osteoporosis, research into an autoimmune disease. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.